Event description:
The reason for call was patient reported they had a st jude's spine and neck implant that were implanted in 2019 and both implants were taken out. Patient stated something happened to their neck implant and the implant quit working during lockdown or covid. Patient stated the neck implant had 7 points of contact. Patient didn't fall and no accidents happened but their stimulation kept going down and wouldn't stimulate. Patient stated something happened on (B)(6) the stimulator really 'sparked' on them. Patient lost the points of contact on the (B)(6). Patient was rushed to get a cat scan. Patient stated the st jude spine implant was also removed because (B)(6) could do mris. Patient stated the first available time they could take it out was (B)(6) of 2020. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).